Event description:
Pump beeping door open. Door opened and intravenous lipid (il) tubing popped out. Large bubble noted in tubing that was in pump chamber. IV tubing saved. PICC line flushed easily, new il obtained and hung. Pump was not tested. Rns did not think it was pump related.